Event description:
Blood is leaking through the gowns.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA on results of this investigation once it has been completed.